Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent strut was damaged, it was pulled distally over strut #02. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink in the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the right coronary artery (rca). A 4.00x 6 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noticed that the strut of the stent was raised. The device was removed and the procedure was completed using another stent . No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the right coronary artery (rca). A 4.00x 6 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noticed that the strut of the stent was raised. The device was removed and the procedure was completed using another stent . No patient complications were reported and the patient's status was stable.